Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised after an x-ray showed the patella tracking laterally. Surgeon intended to revise patella and insert a larger poly due to hyperextension. Upon performing revision, the posterior lateral side of the poly was found to be shattered and the patellar component had sheared off from all 3 pegs. Surgeon reported the cause of the poly damage was due to being too thin for a patient of her size. Patient was revised from a 9 mm to a 19 mm poly.